Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that artifacts on the ECG curve. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.